Event description:
It was reported that pdf printing was not well working. Preliminary analysis showed that the reported behaviour was related to an inadequate management of interrogating a device with the same family of the device for which a paceart export function was launched before.

Event description:
It was reported that pdf printing was not well working. Preliminary analysis showed that the reported behaviour was related to an inadequate management of interrogating a device with the same family of the device for which a paceart export function was launched before.